Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and replaced with other lens in a secondary procedure. The clinical reason for the explant was refractive surprise. Additional information was received as surgeon noted scuffed intraocular lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The account indicated the use of qualified associated cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported refractive surprise. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 20.5 diopter lens was replaced with a 20.0 diopter lens with a reason for the exchange of a refractive surprise and scuffed iol. The account indicated the product was not available to evaluate. The difference in cylinder between the original implant lens model and the replacement lens model may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information was provided that the account used a non-qualified viscoelastic and was uncertain of the amount of viscoelastic used in the cartridge. The instructions for use (IFU) instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: the IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
In a secondary procedure, the previously explanted lens was replaced with another lens from the same company